Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging an error 2 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has not been returned. The test strips involved in this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the test strips were tested and the alleged complaint could not be confirmed. However, a secondary issue was observed with the test strips where upon performance testing with control solution, the results were found to fail high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510 (k) # is k093745.